Event description:
Additional information was received which noted that the ra impedance measurements were greater than 2000 ohms, and oversensing of rv signals on the ra channel was also noted. Troubleshooting was performed to try and resolve this; however, it could not be programmed around. Other lead measurements were noted to be good. Continued monitoring was discussed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited noise, oversensing and inappropriate atrial tachy response (atr) episodes. The patient was symptomatic during the inappropriate atr mode switches due to loss of synchrony. The noise appeared to be oversensing of the minute ventilation signal. The impedance measurements had become more variable; with measurements up to approximately 1500 ohms. Patient isometrics were performed, which did not reproduce the noise or sensing issues. The device was reprogrammed. No interventions were planned and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.